Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that vessel dissection occurred. The de novo target lesion was located in left circumflex artery. A 3.00x24mm promus element plus drug-eluting stent was implanted for coronary artery disease treatment. However, during orthogonal view post stenting, an edge dissection was noted. To cover the dissection, the physician then deployed a 3x12mm promus element plus stent. No further patient complications were reported and the patient status was stable.